Event description:
The date of the event is unk. Customer reported a broken smartsite during a dopamine infusion. The clear plastic distal end broke away from the white proximal end. No pt harm occurred. The customer started a 15 second alcohol scrub of the valve and a 15 second dry about 5 weeks ago, and this is when the breaking started. The swabbing practice and the smartsite directions for use (dfu) were reviewed with the reporter. Although requested, no additional information was available.

Manufacturer narrative:
Manufacturer's report date: 04/01/2009. Upon inspection of the returned valve, it was noted that the white cap had been broken off from the luer lock body. No quality notifications were noted during the building of the set for the reported issue. We were unable to determine a specific root cause for the customer's experience of the smartsite breaking; however, the most probable cause is related to the change in the customer's clinical practice. Only the top of the smartsite valve is intended to be swabbed. Alcohol exposure to the clear plastic body of the smartsite valve will cause the body to become brittle and crack. It is recommended that the users of the smartsite device apply alcohol only to the part in compliance with the directions for use (dfu).